Event description:
During the index procedure 1 endeavor sprint rapid exchange (rx) drug-eluting stent was implanted in the mid rca. Patient was free of symptoms at the 30 day, 1 year, 1.5 year follow up's. The patient had developed stable angina at the 6 month, 2 year, 2.5 year and 3 year follow up's. It was reported that just over 3 years post the index procedure the patient had a spontaneous gi bleed. Patient had been taking asa and clopidogrel 24 hours prior to the event. The patient did not require a transfusion or hospitalization.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (hemorrhage).